Manufacturer narrative:
An event of thrombosis of the valve causing deterioration and patient death was reported. It was reported that the valve was explanted and the patient expired due to ventricular dysfunction post explant. The patient had medical history of aortic stenosis. A returned device assessment and histopathological examination could not be performed as the device remains implanted and was not returned for analysis. Information from field indicated that the patient did not have any hematologic disorders or systemic illness that could contribute to a hypercoagulability. Field also indicated that the patient did not receive any treatment/medication that could contribute to thrombus formation. Biological factors such as calcification (from patient conditions predisposing to elevated calcium like renal disease), immobilizing thrombus, or pannus formation reducing the valve diameter which could contribute to device stenosis could not be confirmed as the valve was not returned for histopathological examination. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that on an unknown day in (B)(6) 2022, a 21mm epic tissue heart valve was implanted in a patient. After a year on an unknown date, the patient had thrombosis of the valve that caused its deterioration which was seen on coronary angiotac and echocardiogram. The patient did not have any hematologic disorders or systemic illness that could contribute to a hypercoagulability. On (B)(6) 2023 an explant procedure of the device was carried out and a 21mm epic plus supra was implanted as a replacement. It was reported that the patient passed away due to ventricular dysfunction post explant.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.